Event description:
It was reported that a prosa valve (#fv701t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt system was believed to be operated in underdrainage and to be not adjustable. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 127 centimeters (cm), weight: 30 kilograms (kg), gender: male. Its the same patient as #3004721439-2022-00171.

Manufacturer narrative:
Manufacturing and quality control data. The prosa® was manufactured by a qualified employee in october 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. But the prosa® valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at 0.083 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the prosa® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, some deposits were found in prosa® results: based on our investigation, we confirm the presence of occlusion in the valve and adjustment issues. Likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.